Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference number: (B)(4). On (B)(6) 2020, I decided to implant a 24mm ampaltzer septal occluder. The device ended up being too small for the defect, and the physician decided to use a 36mm. When the physician unsheathed the left disc the device formed a cobra shape. The physician then re-sheathed the device, and removed it from the patient's body. The physician decided to use the 38mm and unsheathed the right disc during the procedure, and the disc form cobra shape. The physician then removed the device from the patient's body, and the procedure was aborted.

Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.